Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00154 follow up 1: driver.

Event description:
During surgery to remove an implanted screw, the distal end of the driver broke off in the head of the screw. The screw, with the driver tip, remains implanted.